Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. No anomaly involving the display ramping on its own was noted.the insulin pump was received with a cracked case at display window corners, a reservoir tube and battery tube threads. The insulin pump was received with a minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the numbers on the customer's insulin pump were continuously scrolling on their own while she was trying to program a bolus and she subsequently received a button error. The customer's blood glucose was 9.1 mmol/l. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.